Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient complained of mild foreign body sensation in the left eye three days post lasik. The patient noted glare, halos, and shadows. A bandage contact lens was inserted. Upon follow up, the patient was given difluprednate ophthalmic emulsion to use three times daily and was instructed to use preservative free artificial tears. Sodium chloride hypertonicity ophthalmic ointment will be considered following removal of the bandage contact lens. Additional information has been requested.